Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, a pre-implant dilatation with 21 mm non-medtronic balloon was performed. The valve was implanted and post-implant echocardiogram showed moderate paravalvular leak (pvl). A post-implant dilatation was performed and the pvl appeared more severe. It was believed the valve was approximately 2 mm too low. A second 29 mm valve was attempted several times and was unsuccessful as the valve and delivery catheter system (dcs) became stuck in the outflow crowns of the first valve. The second valve was retrieved with no issues. Multiple unsuccessful attempts were made trying to advance the valve and dcs with different guidewires. It was decided to snare the first valve and managed to pull the valve a few millimeters up with good hemodynamic results. An echocardiogram the following day showed good valvular function. No adverse patient effects were reported.